Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements (>3000 ohms) and loss of capture and sensing. The physician disconnected the ra lead from the device and tested it using a pacing system analyzer (psa), which still showed high impedance. The physician elected to exchange this ra lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences. The ra lead is expected for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high out of range pacing impedance measurements (>3000 ohms) and loss of capture and sensing. The physician disconnected the ra lead from the device and tested it using a pacing system analyzer (psa), which still showed high impedance. The physician elected to exchange this ra lead and implant a new lead to resolve the event. The patient was stable with no adverse consequences. The ra lead is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The ingevity lead's single filar inner coil design was selected for improved fatigue durability and for safe performance within an MRI environment. However, depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix to enable extension in all cases.